Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin) results generated on the synchron lx I 725 clinical system for one pt. The initial erroneous result was not reported outside the laboratory. The pt sample was retested and the result was within the normal reference range. There are no reports of any adverse pt consequences or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2009, to investigate the event. The fse performed system verification testing which met specification. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.